Event description:
The hospital reported that during an endoscopic vein harvesting procedure, it was noted that the silicone coating on the vasoview hemopro 2 seemed to be deteriorating and not cauterizing well. The harvester decided to open a replacement device, however when this kit was opened, it did not function at all. There was no heating or cauterization. Harvester then replaced the hemopro cord. After doing so, it worked properly and case was able to be completed. The hospital did not report any patient effects.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).